Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned to the manufacturer for evaluation; however medical records have been received. The investigation of the reported malfunctions is confirmed for malposition of device and patient-device interaction problem, but is inconclusive for the reported migration issue. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced migration, malposition of device, and a patient-device interaction problem. This information was received from a single source. The malfunction involved a patient with no reported consequences. The patient was reported as an (B)(6) year-old female whose weight was not provided.